Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster device (dislodged) is being filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2020 this was a percutaneous coronary intervention to treat a perforation in the left circumflex coronary artery. A small pericardial effusion was noted on the echocardiogram. The 3.5x26 mm graftmaster stent delivery system (sds) was inserted, but it was unable to cross the left main artery due to the bulkiness of the stent, the patient anatomy and the severe calcification in the lesion. This sds was removed from the patient. The 2.8x19 mm graftmaster sds was inserted and advanced to the left circumflex coronary artery, but was unable to advance to the perforation. During removal of the sds, the stent dislodged from the sds and remained in the left main/circumflex. A balloon dilatation catheter was inserted distal to the dislodged stent and the balloon was inflated; it was then attempt to track the dislodged stent back with the balloon, but that was not successful. The patient was taken to surgery and expired on (B)(6) 2020 from biventricular heart failure and cardiac tamponade. No additional information was provided.